Manufacturer narrative:
.

Event description:
A customer contacted baxter's technical service center regarding a potential incident of increased intraperitoneal volume (iipv) during therapy on a homechoice device. The home pt was in drain 5/5 and questioned a large drain volume,. The drain volume was 5131ml; the fill volume was 3000ml. The technical service representative (tsr) reviewed the ultrafiltration (uf): total uf=1912ml; cycle 5 uf=2232ml; cycle 4 uf=146ml; cycle 3 uf=-145ml; cycle 2 uf=19ml; cycle 1 uf=-340ml. The home pt did not report any symptoms of iipv. The home pt drained until the homechoice went to the last fill on its own. The home pt stated that he had no alarms during therapy and the cycler did not lose power. No probable cause of the iipv could be identified during the call and the home pt declined to return the device for eval. No pt injury or medical intervention was reported.